Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: there was no visual damage to keypad observed. The 'ok/up/down' buttons are intermittently responsive and difficult to push. The 'contrast' button was responsive to user input and spring back as normal. The keypad was removed and further investigation showed contamination around 'up/down/ok' button contacts. There was no contamination around 'contrast' button contact.

Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.